Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 230mg/dl. The caller stated that the insulin pump alarmed, and the drive support cap was sticking out. Advised the customer to discontinue the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device had missing end cap sticker.